Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with flap striae and discomfort due to trauma in right eye. Patient's dog jumped on her and hit the right eye. Patient presented to clinic and slit lamp exam revealed flap was dislodged in the lower periphery with striae. A flap lift was performed and a bandage contact lens was applied. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of extreme discomfort and blurred vision. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/15 -5.75 x -1.00 x 165, left eye pre-op 20/15 -4.75 x -.75 x 30.